Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). The product was not returned for evaluation. This is a supplied item (ac adaptor) and the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed.

Event description:
It was reported that the pump's power supply didn't work, lost wifi connectivity and shut down mid infusion; there was poor contact between the connection adaptor and pump. No patient injury was reported.